Event description:
It was reported that during a device upgrade procedure, the pulse generator was found to be in backup vvi operation. After a device software was downloaded, normal function resumed but the physician elected to explant and replace the device. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.